Manufacturer narrative:
(B)(4) should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy on a homechoice (hc) device passed away due to an unknown cause. The pt was connected to the hc cycler at the time of death. There were no overfill events noted prior to death. It was not reported if the pt was hospitalized prior to death or whether the pt received treatment. Information regarding an autopsy and death certificate is not available. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.